Event description:
Reporter alleged, the customer was experiencing hypoglycemic symptoms and reporter measured blood glucose of 73 mg/dl on customer's advantage system. Reporter stated, the customer was able to self treat with six ounces of orange juice, however, afterwards passed out and reporter was unable to awake him. It was stated the reporter called the paramedics who arrived within 3 minutes and their glucose measurement for customer was 41 mg/dl compared to a result of 74 mg/dl on the customer's system. Reporter indicated the customer was treated with an IV of unknown contents. No other actions were taken or treatment received reportedly. The suspect product was not returned to the manufacturer for evaluation.